Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Device interrogation revealed that the capture threshold had increased. X-ray showed the ICD can had moved from the 2nd rib to the 4-5 rib. This caused lead dislodgement. The patient is scheduled for a venogram and ultrasound to check the right side. The patient will be monitored.

Manufacturer narrative:
Na